Event description:
Customer reported an over infusion. No pt injury. Rate was set at 10ml/hr, volume ot be infused 250ml to rung in 24 hours, however, infused in 12 hours. On (B)(4) 2013 - spoke with the reporter to collect add'l info, she provided another contacts info to gather more detail, however, that contact verbalized they had no add'l info to add, the nurse taking care of the pt is on vacation. They did deny any pt injury. Follow up phone call with the reporter: the reporter had no add'l info regarding the event.

Manufacturer narrative:
Investigation results: the complaint for the pump over infusing was not confirmed. Volumetric testing: performed testing on two occasions with 10ml of solution at a rate of 120ml/hr (tested within specification). First test resulted in 10.01ml infused or 100% of expected volume. Second test resulted in 10.1ml infused or 101% of expected volume. Duplicated customer run of 120.5ml volume at a rate of 10ml/hr. Results obtained were 121ml infused or 101% of expected volume. Per the log review on (B)(6) 2013 at 7:33:00pm the pump was set to infuse a volume of 250ml at a rate of 10ml/hr. The calculated total time for infusion is 25 hours (t=v/r). On (B)(6) 2013 at 7:38:00am the pump alarmed an empty container and the infusion automatically stopped. The total volume infused was 120.5ml for a duration of 12 hours 5 minutes. The calculated time for this volume was 12 hours 3 minutes. The total amount infused relative to the time frame is 100%. The pump functioned as intended. User error was determined to be the root cause of the event. Preventative maintenance on the pump was performed.